Manufacturer narrative:
Resultcode: bent frame. Conclusion: customer believed the bed was being used as a bariatric bed; technician advised that the bed was damaged beyond repair.

Event description:
It was reported by service report that the fowler could not raise or lower. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.